Event description:
Medical safety reported complaints from literature that was reviewed for the post market surveillance reporting. Article title: combined endovascular and neurosurgical approach to the removal of an intraaortic pedicle screw (clark, mj) 2011 clinical findings determined by medical safety and complaint management: n=1 paraplegia following index procedure (decompression/fusion) and penetration of aorta (found incidently @ 6mos).

Manufacturer narrative:
No follow-up report is anticipated as the product has not been returned. The source of the report is the following literature source: article title: combined endovascular and neurosurgical approach to the removal of an intraaortic pedicle screw (clark, mj) 2011. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.